Event description:
It was reported that ongoing intermittent occlusions. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate form of insulin therapy.